Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur shaft broke. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a 2 to 3 minute delay to obtain an alternative device. It was also reported the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that upon evaluation, significant wear and clogging of the diamond grit on the bur was observed. The returned bur was bent in two areas and there was evidence of burning across the diameter of the head of the bur. The area most proximal aligns with the bend on the angled attachment. However, the bend most distal does not align with any curved or angled area of any compatible attachment. It¿s possible that the fracture may have occurred due to excessive force applied by the user due to perceived dulling of the bur or possible an overload condition while the device was not inserted in the attachment.

Event description:
It was reported that during a surgical procedure, the bur shaft broke. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a three to four minute delay to obtain an alternative device. It was also reported the procedure was completed successfully.